Event description:
It was reported that right heart catheterization (rhc) was performed on (B)(6) 2019 to check the validity of cardiomems sensor. Cardiomems measurements and rhc measurements turned out to be same. Accurate readings were observed on under the manufacturer's patient care network database.

Event description:
It was reported that the patient was receiving inaccurate sensor readings consistent with dampened waveform. Reportedly, it appears that the sensor may have been implanted in a smaller vessel. The patient¿s clinical site was advised to monitor the sensor readings for clinical correlation. No additional information is available at this time.